Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system exhibited noise on the right ventricular (rv) channel which lead to oversensing and pacing inhibition. The inhibition was pacing was greater than 2 seconds. Boston scientific technical services (ts) suggested troubleshooting efforts be performed. It was reported that the rv sensitivity was decreased and minute ventilation was programmed off. No adverse patient effects were reported. This product remains in-service.